Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads, serial number label missing, partially detached retainer and minor scratched lcd window.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 4.7 mmol/l. The customer stated that the damage to the insulin pump case. The product was returned for analysis.